Event description:
A pt experienced a loss of appetite while receiving a 7.2 mcg dose of prialt. The event had abated after the pump was discharged. The pump was stopped on (B)(6) 2010 due to technical pump problems, and then was restarted on (B)(6) 2010. Prialt therapy was restarted with a dose of 4.8 mcg, and the event had re-occurred. On (B)(6) 2010, clonidine was added to the prialt, and no gastric problems occurred despite higher prialt dosages. The pump was set to administer medication at a constant flow.

Manufacturer narrative:
(B)(4). "Loss of appetite".